Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, that the pump intermittently does not deliver insulin, and that there were unspecified difficulties in loading cartridges. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.